Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 -7.0d implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. Low vault was observed. Lens was exchanged on (B)(6) 2023 for a longer length lens and problem was resolved. Cause of event was reported as unknown.